Event description:
The customer reported that the sys would not boot up. There is no report of injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power control board was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.